Manufacturer narrative:
All alarms performed according to specs. The customer complaint could not be duplicated. This MDR is being submitted as part of a retrospective review for reportability.

Event description:
Info received indicates the pt was fed with pump. The food was gone but the pump kept running. The pt needed a tracheotomy after aspirating. The customer believes the aspiration was not caused by the air being pumped into the pt.